Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that additional troubleshooting was performed at the time of the event. At time of the call, the system had a green internet protocol (ip) address with green configuration, yellow ping and red pacs port. The manufacturer representative (rep)pinged an ip number and it was reported there was 100% packet loss. The rep moved the system into another room and noted that the system had a red ip address, green configuration, green ping, green pacs port, and red association. The rep was able to successfully pull from pacs. The rep disconnected the ethernet connection and was still able to successfully pull from pacs. Technical services believed that the system was correctly set up for query/retrieve while in a wireless connection. When the system was plugged in via wired connection, the system defaulted to wired and did not attempt a wireless query/retrieve, hence the issue being intermittent.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues pulling images. While troubleshooting the network connection test showed all ports were green except for the association port, which was red. The probable cause is that there might have been permissions issue on the picture archiving and communication systems (pacs) side. There was no patient involvement.